Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (4/21/2014)-correction to MFR narrative description: the onetouch lancing device involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the onetouch lancing device has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (4/21/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan to report the onetouch delica lancing device lancet would not penetrate the fingerstick puncture site. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6), 2014 the patient noted the reported lancing device¿s lancet would not penetrate the fingerstick puncture site; she was unable to obtain a blood sample for glucose self-testing. The patient took no actions due to the lancing device issue. The patient manages her diabetes with set doses of insulin. One week afterwards, the patient experienced the symptoms of extreme thirst and sweating. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s lancets were correct, this was not a new lancing device, and there had been no misuse of the product. The issue was not resolved. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the lancing device issue. Therefore this complaint is being reported.